Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp. The peel away sheath was removed and the repo sheath was advanced but bleeding started where the blue suture pad and white connection meet. The impella cp was removed and not replaced. The patient survived.

Manufacturer narrative:
Reported blood leaking from the repositioning unit where the blue butterfly and white repo hub meet and impella cp was removed. Impella cp was returned and no damages or abnormalities were found. The blue butterfly is not a hemostatic seal and not intended to be inserted into the skin. The root cause of the access site bleeding - major was most likely use related since there was reported bleeding between the blue butterfly and white repo hub.